Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to corroded motor home switch. The pump was unable to perform displacement test due to constant motor error alarm. The pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of motor error during rewind from the insulin pump. The customer stated that there were some motor error alarms in the alarm history. The customer's blood glucose was unknown. No further details were given.